Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a severe low blood glucose event while performing yard work with increased calorie expenditure and was not pausing insulin delivery during exercise, resulting in a recorded blood glucose of 53 mg/dl and treatment with oral glucose; the issue was associated with user operation during exercise rather than a device malfunction, and the infusion set component referenced was the cannula. Symptoms included hypoglycemia. Outcomes included insufficient information regarding longer-term impact. Investigation included interviews with the user and analysis of information provided. Investigation of this case revealed no device problem found and a usage problem identified, characterized as an improper or incorrect procedure related to pausing insulin during exercise, with the device component identified as the cannula but without evidence of a component failure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.